Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein, the ipg was replaced with a magnetic resonance imaging (MRI) capable ipg and was relocated. The explanted ipg will not be returned.